Event description:
Pt had right internal jugular central venous catheter hooked up to tubing with cvp monitoring capability. Central line inserted in surgery in 2006. Three days later, pt had been at approx 10 degrees elevation to head of bed. Pt had ett and was on ventilator. Cvp reading obtained and head of bed elevated. Pt suddenly became unresponsive. CT head showed multiple, diffuse air embolism. Family refused hbo and requested comfort measures only. Pt died nine days later.